Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not been performed yet. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not been performed yet. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that analysis of the battery data was performed. Data analysis confirmed the battery appeared to be depleting normally with no evidence of premature battery depletion (pbd). The device has had no unusual faults or resets, and the current consumption is within expectations based on therapy programming. The changes in reported longevity were due to the longevity algorithm transitions. No changes were performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Amended report: additional information was received detailing that analysis of the battery data was performed. Data analysis confirmed the battery appeared to be depleting normally with no evidence of premature battery depletion (pbd). The device has had no unusual faults or resets, and the current consumption is within expectations based on therapy programming. The changes in reported longevity were due to longevity algorithm transitions. This record no longer meets reportability criteria. Amended report due to confirmation of normal battery depletion.